Event description:
The customer has observed high bias for prostate specific antigen (psa) assay on one patient sample on the immulite 2000 instrument when compared to an alternate platform. The customer used reagent lot numbers 108 and 109. The first blood draw was on (B)(6) 2013 (patient sample 1) and the second blood draw from the same patient was on (B)(6) 2013 (patient sample 2). The two samples were tested multiple times on different days/dates on the immulite 2000 instrument. The results were reported to the physician(s) who questioned the result. A separate blood draw was conducted at an outside facility to be tested for psa on an alternate platform (patient sample 3). There were no known reports of patient intervention or adverse health consequences due to the discordant low result.

Manufacturer narrative:
The cause of the high bias observed in one patient sample on the immulite 2000 instrument using reagent lots 108 and 109 is unknown. Siemens is investigating this issue.